Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. No device malfunction was noted. We believe user technique may have contributed to this event. However, we are unable to determine the exact cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures. Date filed: october 02, 2006.

Event description:
It was reported that an anterior repair surgery was performed in 2006. During the procedure the doctor inadvertently passed the device through a blood vessel, which led to bleeding. The physician controlled the bleeding and was able to complete the procedure successfully. A full recovery is expected. No further information is available. The patient injury is not related to the product but thought to be related to the position of the device and the judgement of the doctor.